Event description:
Complainant alleged the device self-charged without any user interaction. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow-up report when our investigation is completed.